Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: no insulin delivery defects were found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications unable to adequately investigate: no data from time of reported high blood glucoses due to continued patient use of the pump.

Event description:
The reporter, the patient's father, reported that on (B)(6) 2011, the pt obtained elevated blood glucose readings. On (B)(6) 2011 the patient's fasting blood glucose reading was 'in the high 100s mg/dl.' Later that day, the patient's readings ranged from 150 mg/dl to 540 mg/dl. On (B)(6) 2011, the pt obtained the readings of 200 mg/dl and 370 mg/dl. During this time period, the pt experienced no symptoms of high or low blood glucose levels and tested negative for urinary ketones. Troubleshooting revealed the patient's technique was correct, there were no leaks or kinks in the tubing, no blood in the cannula, no issues with the infusion site, all basal/bolus doses matched correctly with those programmed into the pump, the pump date/time were correct and all pump programming was correct. There was no evidence the pump was not correctly and accurately delivering insulin. However, as the pt obtained a reading of 540 mg/dl while using the pump, this complaint is being reported.